Event description:
It was reported that this system showed an out of range left ventricular (lv) impedance value. There was an abrupt change in the impedance that was previously very stable. Additional information was requested to the field representative but no response was received from the field. The system remains in service. No adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).